Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure type: ent. According to the reporter: the surgeon described the needle continuously falling out of the instrument. He is a frequent user and said he didn't attempt to grab an excessive amount of tissue. He had the same experience when opening a 2nd instrument. He loaded the needle himself to make sure it was done correctly. Ended up using roughly 6 sutures instead of the normal 2 sutures. No reinforcement material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. The extended time was due to attempts to hand suture and waiting to get another endo stitch from a different area of the hospital.